Event description:
Caller states patient reportedly received the following results on the inform system within 10 minutes: 117 mg/dl (inform system 2); 34 mg/dl (inform system 3); 36 mg/dl (inform system 1). No adverse event related to the device reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3 (lot number 550794, expiration date 12/31/2009). Reference medwatch report is for the suspect device used in system 1. Reference medwatch report another patient, is for the suspect device used in system 2.